Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump ((B)(4)) was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed a decrease in power consumption at 10.30 pm on the reported event date. It was also noted in the log file analysis that one power source ((B)(4)) was connected to power port one, and remained connected during the last five hours of available data. The most likely root cause of death was acute fibrillation of the heart, as revealed by the site's data recorder with the patient. An autopsy was performed on (B)(6) 2014 which revealed no signs of stroke or infarction. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Event description:
It was reported that the patient was found dead at home on (B)(6) 2014 and rigor mortis had already set in. The last data entry on the controller was on (B)(6) 2014 at 10:32 pm. The patient was reportedly found with the driveline connected to the controller and the controller was not alarming but had one empty battery connected and one battery that showed one green bar, which represents a charge of less than or equal to twenty-four percent (<24%). The controller was returned to the hospital where the hospital staff reportedly tested the alarms and found that everything worked as it should. An autopsy was done on (B)(6) 2014 and reportedly did not show any signs of a stroke or infarction. The treating surgeon stated that the cause of death was acute fibrillation of the heart and not related to the ventricular assist device (vad).

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including cardiac arrhythmias and death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device remains implanted.